Event description:
The customer contact reported a whitescreen error. The pump was returned to the biomedical department with a note that stated, "IV pump states software malfunction, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found at power up, the pump displayed a whitescreen error and the pump sounded an audible alarm from the secondary beeper. This was due to the hardware module. This report represents all the information known by the reporter upon query by hospira personnel.